Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported that the patient experienced bladder incontinence, as well as numbness in their left foot. The device was removed and symptoms have been subsiding. There have been no reports of further complications regarding this event.